Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient received a pneumothorax during a superdimension enb procedure. If additional information is obtained a follow-up report will be submitted.

Event description:
Received new information from the physician that the pneumothorax was related to the vats wedge resection procedure and not related to the superdimension device or procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.